Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the device was not working smoothly as the skin was not meshed when it was put through. No harm reported and no delay. An additional device was not needed to complete the surgery. No part of the device was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on july 11, 2018, it was reported that during surgery the device was not working properly. Mesher was not working smoothly as the skin was not meshed when it was put through. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 17, 2012 where it was reported that the device was sent in for the 2012 skin graft initiative and the cutter, roller, worn side plates, roller gear, handle, sliding pin, and screws were replaced. This is not a related issue. Product review of the meshgraft ii on september 28, 2018 revealed that the handle was dinged. The carrier guide, base plate, roller, and ratchet were all worn. The calibration was within specifications and the device produced a passing sample mesh. Repair of the meshgraft ii was has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since during the product review it was noted that the calibration was within specifications and the device produced a passing sample mesh. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was within specifications and the device produced a passing sample mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.